Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, a complete investigation could not be performed. The customer complaint that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.